Event description:
The customer reported that both of the monitors were not working. This issue would prevent the live image from being viewed, thereby making the system unusable. There was no pt injury or death reported.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. However, no report of pt or staff injury was reported.